Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
Additional information provided indicates that there was no deficiency at the time when the stapling was done. The clinic has realized that they probably made the mistake themselves and removed the staples too soon.

Manufacturer narrative:
(B)(4). Based on the additional information received and review by the company medical director it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that after a caesarean section closure, the surgeon saw a gap while stapling. The patient came for a follow up and the incision have not grown close as expected. The midwife and surgeon describe the staples do not get a good grip in the skin. When the patient returned for follow up, the lower edge has gone "down" (away) and the upper flapped over the lower.

Manufacturer narrative:
(B)(4). Additional information received: why were the staples left in if there was a deficiency? There was no deficiency at the time when the stapling is done, it became clear at the post op visit. How long after the staples were placed was the gap? The patient came back for a post-op check and to have the staples extracted at day 5. The gap was evident. The lower edge has gone down (away) and the upper flapped over the lower. Were there any issue with infections? No issues with infections has been reported adjacent to the issue with staples. What type of c-section? Vertical c-sections. How were the layers beneath the staple line closed? First the fascia is sutured and then the sub q is stapled. How are the scars being addressed? They have used a silver nitrate pin for edge closure. There has not been a request for a revision on the scar.